Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with approximately 300 units of insulin during the load sequence. The customer declined to load a new cartridge to address the event, and reverted to manual injections for insulin therapy. There was no adverse impact on customer's blood glucose level.